Event description:
The facility reports at the end of a transfer to a chair with the resident in the sling, sitting in a chair, the retaining pin from the spreader bar dropped out of the lift. The spreader bar fell into resident's lap. No injuries were reported. The lift was inspected by an arjo representative and found to be worn with many scratches and signs of wear. The castors were dirty and the lift had dust on it. There were scratches and scuffs everywhere. The spreader bar has after-market padding on it to protect the resident (added by the customer). All operations of this lift were functioning except for the spreader bar. (B)(4).

Manufacturer narrative:
Even if the locating pin has no direct safety function in the holding of the spreader bar, the play allowed by the movement in the attachment of the spreader bar to the lift when the locating pin is missing could be enough to disengage the locking clip and prevent it from adequately securing the spreader bar on the lift. Therefore, when applying an upward movement on the spreader bar (as when lowering it on a hard surface), it is possible to remove the spreader bar from the lift. The locking system of the spreader bar has then failed to meet its specification. The manufacturer strongly recommends the customer be informed in writing of the conclusions of the investigation, and written confirmation of receipt and clear understanding of the preventative actions be requested. It is also recommended the customer have all similar products inspected and repaired (if needed) by a qualified technician and that these actions be recorded.